Event description:
Health care professional reported pt developed fever during hemodialysis treatment without obvious cause. Dialysis treatment started at 1040, pt temperature at 1430 was 99.6 degrees f. And pt complained of chills. Two arterial blood cultures were obtained. 15-20 minutes apart. Treatment was not discontinued and pt received 1 gm of vancomycin. Post-treatment temperature was 101.5 and pt complained of joint aches. After treatment, pt was sent home. There was no growth in blood cultures after 24 hours. Pt returned for dialysis treatment on 1/16/98, pre-treatment temperature was 99.2 and pt complained of abdominal pain and headaches. Culture and sensitivity was obtained and revealed escherichia coli. Pt was started on cipro on 2/2/98. Physician charted "pt may have the flu." 1/16/98 post treatment temperature was 97.5. There was no growth in blood cultures obtained on 1/14/98 after 7 days. 4/2/98. Health care professional reported pt was feeling fine and no other symptoms were reported.